Manufacturer narrative:
The device passed testing for delivery accuracy. The history was downloaded and printed at the service center. A review of the most recent programming shows on an unspecified date at 0744, the pump was programmed in the pca only mode, with 2mg/ml drug concentration, a 50 mg pca dose, a 5 minute pca lockout, no 4 hour limit was selected and a 100mg total amount. Between 0757 and 0838 there was one 50mg pt initiated delivery and one 49.6mg partial patient initiated delivery. A review of the history shows the pump delivered as programmed.

Event description:
The customer contact reported, the pt received more medication than intended. On an unspecified date at 1930, the pump was programmed to deliver morphine 2mg/ml . No further programming parameters were provided. Reportedly, at 0741, the pump was reprogrammed with unspecified programming parameters. The customer contact reported at 0845, the pt was tachycardic with an oxygen saturation of less than 90%. The pt was treated with an unspecified concentration of narcan. After an unspecified length of time, the pt returned to a "normal status. The device was removed from clinical service. It was reported the nurse noted that the 50ml morphine container was empty and the pt had "received 90mg of morphine between 7:30am and 9:30am." There were no reported adverse pt sequelae. Though requested, no additional info was provided.